Event description:
The chair arrived with damaged spokes on the wheel on the left side. The provider states there wasn't damage to the box at all and denied freight damage.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the spoke is broken due to freight damage.

Event description:
The chair arrived with damaged spokes on the wheel on the left side. The provider states there wasn't damage to the box at all and denied freight damage.